Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient began treatment with fortum (1 gram, ip, twice a day, continuing), flucanazole (150 mg, orally, once daily, continuing) and vancomycin (1 gram, ip, loading dose). The event of peritonitis was resolving. The outcome for the event of break in aseptic technique was not reported. Dianeal therapy was ongoing. The reporter stated the event of peritonitis was unrelated to dianeal. The reporter did not provide an opinion of causality statement for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The cause was determined to be use error, poor aseptic technique. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.